Manufacturer narrative:
(B)(4). Concomitant medical device: architect i2000 analyzer, list # 3m74-01, serial # (B)(4). Results: cross contamination was identified as a potential cause. Conclusion: (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual grayzone/(B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/(B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Event description:
The customer observed a non-abbott havab-m negative control out of range high when architect havab-m reagent lot 93794hn00 was in use. The customer stated there was no issue with the positive control, although a similar issue was observed with another analyzer in the lab, however, that particular issue was resolved when the probe was changed and calibrated. The customer performed the same troubleshooting on the analyzer without resolution. The customer stated all maintenance was up to date, therefore, the customer changed to another lot of reagent in their inventory and the controls were running as expected. There was no impact to patient management.